Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins hadn't been charged in over 4 months and the patient couldn't communicate with their programmer. Additional information received from the healthcare provider, consumer, and representative. It was reported that the patient had been trying to charge the implant but it wouldn't charge; they also noted that their recharger wouldn't charge itself or their implant. They were receiving the "reposition antenna" screen and had to have someone help them because they only had one arm. The patient's son was there for an hour trying to figure it out but they had since left. The patient noted that it had been a while since they charged, around 4 months. The patient's healthcare provider noted that a representative spoke with the patient about setting up an appointment with them to take the ins out of the discharged state and that the issue would be resolved once they met with the patient. The representative reported that the patient's battery hadn't been charged for a couple of months and they were unable to connect to it due to it being overdischarged. The representative noted that surgical intervention was planned. No further complications re ported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's healthcare professional told them that they need the ins battery replaced because it was no longer working. The patient said this had been for about 6 months or more. The patient was directed to follow-up with their hcp. No further complications were reported.

Manufacturer narrative:
Product ID: 97715, serial# (B)(4), product type: implantable neurostimulator; product ID: 977c165, lot# va15430028, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on april 29th, 2019, that MRI guidelines were requested for the implantable neurostimulator (ins) that was over-discharged. On (B)(6) 2019, a manufacturer representative (rep) reported that the ins was replaced and the tail of the lead with electrodes 0-7 wouldn't fit completely into the header of the new ins. Contact #1 listed as red "x" during connectivity check and electrode #0 was >40k (do not use) during impedance check. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the patient being unable to charge their recharger has not been determined. At the time of the report, a specific date for a surgical intervention has not been scheduled. It was also noted that the implantable neurostimulator (ins) will not be returned. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the tail lead with the electrode 0-7 not fitting completely was not determined. In order to resolve the issues, it was attempted multiple times to re-insert the new implantable neurostimulator(ins). At the time of this report, the procedure was completed as planned. The new ins and lead remained implanted and functioning. The old devices were disposed. There were no further complications or anticipations reported with this event.